Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump had both the air sensor and downstream occlusion seal unattached and falling off. This event occurred during testing. There was no patient involvement or harm.